Event description:
Initial surgery for a fractured right femur took place on (B)(6) 2012. On (B)(6) 2013, the patient was seen in the surgeons office for complaints of pain when walking. An x-ray revealed a broken plate. The patient underwent revision surgery on (B)(6) 2013 to remove all hardware which was replaced with a retrograde nail, spiral blade and 2 locking screws. Upon removal, it was noted that the plate was broken thru an empty screw hole. All screws were found to be intact, exact number of screws removed is unknown. The surgery was reported as uneventful. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis. Placeholder.